Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: it was reported that the patient's left hip was revised after patient complaint of pain. Intra-operatively, trunnionosis was observed. The stem and head were revised. Rep confirmed that no further information will be released by the hospital or surgeon.